Manufacturer narrative:
E1 initial reporter address 1: (B)(6). Device evaluated by MFR.: returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed a kink at 10 cm from the tip. Functional testing was attempted; however, the device would not prime. During analysis at the kinked location at 10 cm from the tip, the hypotube was clearly broken open and completely separated. The device could not be functionally tested due to the extreme damage on the device. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. A kink was also confirmed.

Event description:
Reportable based on device analysis completed on 24-jul-2023. It was reported that an error and boot leak occurred. The target location was located in the deep vein of the left lower limb. An zelanted vt clot hunter was used for thrombectomy procedure. During the procedure, it was noted that the system alerted an error, and the pump boot was leaking. The procedure was completed with another of same device. There were no patient complications reported and the patient was stable. However, returned device analysis revealed a broken hypotube.